Manufacturer narrative:
It was reported that the control box of the high-low bed melted. Per report, electrical type burning smell coming from the control box was noted. There was not an actual or witnessed fire/flame. No patient harm occurred since at the time the event occurred, the patient had already gotten out of bed. The bed was reportedly used for approximately eight years prior to this incident. At the time fo the incident, the bed was directly plugged into electrical outlet. Per report, the bed had not been in use since the incident. There was no medical intervention, serious injury or need for follow-up care related to this event. Due to the reported event and in an abundance of caution, this medwatch is being filed. Photos of the control box were evaluated and the complaint of melted control box was confirmed. It was noted that the cord attached to the control box was cut. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was initially reported that the extra-wide hi- low bed's control box had an "electrical fire".